Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An (B)(4) "anti siphon device was implanted in a pt with sophysa's valve spv and its proximal and distal catheters: pl05 and b905s on (B)(6) 2012. However, cerebrospinal fluid (csf) started to accumulate from the punctured area of ventricle to behind the ear at the subcutaneous level. Since that caused hypodrainage and enlargement of the ventricle, the surgeon replaced all of them with a new set of the same items, which have been functioning properly. There was neither connection trouble nor kink of the catheters. No deposit was seen in the system. Protein and the number of cells in csf are normal."